Manufacturer narrative:
New information: h4. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed as deformation of the air/water cylinder and clogging of the auxiliary jet channel. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported there was a foreign object stuck in the air/water channel of the colonovideoscope. It is unknown when the issue occurred. There were no reports of patient harm.